Manufacturer narrative:
Failure analysis did not find a button error alarm. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.